Event description:
On (B)(6) 2013, a patient's mother reported that the she believed that the patient's vns was no longer working because two weeks prior, the patient stopped experiencing voice alteration every three minutes as he had been. The mother was previously able to abort seizures with the magnet; however, the previous afternoon, the patient experienced a series of seizures, and his vns would not "turn on" and stop seizures. The patient's device was previously interrogated in (B)(6) 2012. The patient was admitted to the hospital on (B)(6) 2013 due to uncontrolled seizures. The patient's device was interrogated, and a system diagnostic was within normal limits. The magnet was swiped, and the patient did perceive magnet mode stimulation and voice alteration. Swipe technique was reviewed with the mother, and it was confirmed that the magnet was swiped correctly at the time of the event.

Event description:
Attempts for additional information have been unsuccessful as the patient's current physician is unknown.